Manufacturer narrative:
The part was received, and it was identified that previous investigations have shown liquid ingress is due to the variability of the assembly process causing the reported navigation ring failure.

Manufacturer narrative:
Date of event: (B)(6) 2021. Date of report: 02/09/2021.

Event description:
The customer reported the v60 nav-ring is not moving. The remote service engineer (rse) advised the customer there is still an active recall for v60 nav-ring failures. The rse paged the field for onsite implementation of replacing the v60 front bezel. The field service engineer (fse) replaced the front bezel to resolve the issue. The unit was tested and it was returned to service. The unit was not in use, and there was no patient or user harm reported.